Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. Efforts to obtain additional product issue details were unsuccessful as this patient could not be found in our medical records system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited out of range pacing impedance measurements which triggered the lead safety switch (lss). Bipolar measurements were greater than 3000 ohms and unipolar measurements were less than 200 ohms. No adverse patient effects were reported.